Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was missing. The blood glucose level was around 6 mmol/l. The customer reported that sensor signal was not found and customer pulled the sensor out and the cannula was missing completely. The troubleshooting was not performed for missing cannula. The sensor will not be returned for analysis.